Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient experienced an infection. The organism was identified as candida fungemia. It was further reported that blood cultures taken grew candida parapsilosis. The patient was treated with medications for three months and then had their implantable pulse generator (ipg) system removed. The source of the infection is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.